Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. On a surface ECG, there was no magnet response.